Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
On or about (B)(6), 2010, stryker rec'd a personal injury lawsuit alleging that a pt was prescribed a pain pump following shoulder surgeries on (B)(6), 2008 (I-flow pain pump) and on (B)(6), 2008 (stryker pain pump). The pt was diagnosed with chondrolysis and alleges the chondrolysis is a result of the continued injection of medication into their shoulder. There are no allegations the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).